Event description:
It is reported that upon removal of the im guide with a slaphammer, the distal end of the im guide broke off and was left in the patient's femur. The rod was removed by using a pair of pliers which had a slaphammer attached.

Manufacturer narrative:
This report will be amended when our investigation is complete.